Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found p2 transducer failed pressure test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include a defective transducer. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during set up a procedure, the dyonics 25 control unit pressure said 40-60, and it was pumping faster than that. There was a back-up device available, and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference case - (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H11: d9, h3 and h6: device returned and codes updated.